Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that sensor was without cannula when removed. Customer states that she inserted new sensor but she had the same problem and when she looked at the insertion device the needle was attached there. Customer¿s blood glucose was unknown at time of incident. Device will not be return analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.